Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer performed a reset on the pump and was advised by technical support that the pump would be replaced. The customer will continue to use current pump for insulin therapy.